Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01463. The pt ((B)(6)) received a scs system, including two percutaneous leads and two extensions, on (B)(6) 2010. It was reported that one of the lead exhibited invalid impedance readings and did not deliver stimulation. This lead was, therefore, not being used by the pt. Follow up on the pt found that the lead showed high impedance measurements on all lead contacts on (B)(6) 2011. On (B)(6) 2011, a preoperative cinefluoroscopy was performed and showed that the lead was disconnected from the extension. The lead and the extension were explanted on (B)(6) 2011. It was reported that the extension was cut during the explant procedure, and only the lead was replaced with a different model percutaneous lead. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.